Event description:
Per the clinic, the patient a performance decrement, and the issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Device not available for analysis.this report is filed (B)(4), 2012. Device not available for analysis.

Manufacturer narrative:
(B)(4).